Event description:
Event was reported to caldera medical by an attorney legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include chronic pain, reoccurrence, dyspareunia, painful sexual intercourse, and erosion.